Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that post cardioversion procedure a patient's right ventricular lead was noted to have no capture at maximum output. Upon revision attempt, physician was not satisfied with capture threshold and lead was replaced for a new lead. After removal of lead physician found a collection of what she thought was old blood inside the distal tip of lead. Patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.